Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after the customer took a shower with the pump. Customer's blood glucose level was 197 mg/dl. Reportedly, the customer reloaded the cartridge and was able to clear the alarm.